Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found blade was dislodged at approximately .108 and was bent. The blade was manually extracted and was found bent at the knife and cable interface. This could be likely reason instrument failed homing because knife was stuck inside the knife slot. Failure analysis concluded that the damage was likely due to mishandling. Failure analysis investigation also found that the snake wrist was dislodged at the snake wrist and main tube interface. No other damage was found. Failure analysis concluded that the damage was likely due to mishandling. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the dislodged snake wrist found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that during a da vinci sigmoid colectomy procedure, the vessel sealer instrument blade would only go halfway, would not cut and got stuck. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.